Event description:
It was reported that the patient received a patient notifier and complained of diaphragmatic stimulation. The stimulation was revealed to be hiccups. Loss of sensing, loss of capture, and noise were observed. The patient received inappropriate atp therapy due to the noise. Lead dislodgement was observed via cxr. The lead was explanted and replaced without difficulty. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.